Manufacturer narrative:
Based on the information made available by the user facility the event is classified as a serious injury. A complaint has been initiated and investigation conducted. The investigation concludes that the issue resulted from incorrect device use.

Event description:
It was reported that "a patient had develop a severe rectal bleed and the device was slipped out of rectum of the patient. Immediately the patient suffered from a sudden drop in hemoglobin and hematocrit".